Event description:
It was reported that a pt underwent an anterior pelvic floor repair procedure in 2008. After the procedure, the pt developed a wound infection and a possible erosion. The start date of this pt event is 2008. The pt was treated with antibiotic therapy and local estrogen. The event is on-going.

Manufacturer narrative:
Date sent to the FDA: 9/25/08. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch mfg records was conducted and the batch met all finished goods release criteria.